Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. During troubleshooting it was found that the patient line was not primed properly prior to patient connecting to the line. The technical service representative (tsr) reviewed the alarm log and explained the meaning of the alarm to the hp. The tsr had the hp cycle the power in order to clear the alarm. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a follow-up report will be submitted.